Manufacturer narrative:
The reported complaint that "the autopulse platform sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was the failure of both single point load cells. The cracked covers and load cell failures were likely attributed to mishandling such as a drop, or the age of the platform. The autopulse platform was manufactured in september 2015 and is over 7 years old, past its expected service life of 5 years. During visual inspection, the top cover and front enclosure were observed to be cracked, unrelated to the reported complaint. The probable root cause for the observed physical damage was user mishandling. The top cover and front enclosure will be replaced to address the issue. Also unrelated to the reported, a worn belt clip retainer was observed, likely attributed wear and tear. The belt clip retainer will be replaced to remedy the issue. A review of the archive data showed (ua) 07 around the event date; thus, confirming the reported complaint. The autopulse platform failed functional testing due to the (ua) 07 displaying upon powering up the platform, thus, confirming the reported complaint. The load sensing system detected a weight/load imbalance between the two load cells. The load cell characterization test indicated that both load cells failed and were over reporting, causing an abnormal reading. Both single point load cells were replaced to remedy the complaint and to perform further testing. Upon replacement, the platform was tested using the instrumented manikin and the large resuscitation test fixture (lrtf) with good known test batteries for approximately 15 minutes each without any fault or error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4) .

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(4)displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement.